Manufacturer narrative:
No malfunction suspected. The user was crossing the street in the power wheelchair in the dark at night when they were struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The user's mother reported user was deceased after being hit by a motor vehicle while operating the power wheelchair at night.